Event description:
It was reported that during a gastric bypass procedure, the device jammed with the reload in the third fire while doing the gastric pouch. They forced the device in the handle, separating the handle from the firing knob (with both hands). It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? Don¿t know. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Don¿t know. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. Did the handle separate from the firing trigger during firing or while attempting to open the device? While attempting to open the device. Was there any difficulty removing the device from the tissue? Yes. If yes, did the device eventually open? Yes. If no, how was the device released from the tissue? N/a.

Manufacturer narrative:
(B)(4). Additional information: pinion axle support, incomplete cycle. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge reload present. The returned reload was received partially fired 1/2 consistent with an incomplete firing cycle. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.